Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Additionally, rv noise, oversensing, pacing inhibition and no capture, were observed. A revision procedure was performed and insulation damage was revealed on the body of this lead. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found cuts to the lead body and suture sleeve. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.